Manufacturer narrative:
Result: release handle.

Event description:
It was reported by service report that the tech found that the side rail can not be raised, lowered, and locked in place. No pt involvement or adverse consequences are reported.